Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic tip of loop did not come out during surgery. The surgery was completed after replacing the product with another one. There is no patient harm.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event tip of loop did not come out is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be reported under mfg report num. The manufacturer internal reference number is: (B)(4).